Event description:
Customer reported that the dialysis machine gave the alarm "replacement weight - incorrect change" and could not be cleared. There was a subsequent drop in the pt's blood pressure (cvp 10 to 5, systolic blood pressure 110 to 100). The machine pulled off fluid when not programmed to do so.